Event description:
It was reported that the patient experience chest pain and presented to the hospital. A computed tomography (CT) scan was performed which showed there was cardiac perforation by the dislodged atrial lead. On (B)(6) 2022, the lead was explanted and replaced with a passive fixation lead. The patient was noted to be recovering from the procedure.

Manufacturer narrative:
The reported events were lead dislodgement and cardiac perforation. Final analysis found the complete lead was returned in one piece and was measured to be 52.0 cm. Visual, mechanical, and electrical inspections of the lead found no anomalies. Helix tip stiffness value was tested and found to be within specification. No anomalies were found.